Event description:
During service the unit was found to shut down and powered back up without an alarm. The condition was not repeatable. During additional testing a shut down with alarm was found. The power board and main board were replaced due to contact resistance to correct the condition.